Event description:
It was reported via voluntary medwatch report that the pt had reconstructive pelvic surgery for extensive pelvic adhesions and endometriosis. Gore-tex anti-adhesion barrier and intergel was placed. At time of 2nd look laparoscopy 10 days later (the pt) had extensive reaction not previously seen.